Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) prior to implant procedure was interrogated and it was in safety core mode. No adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the prolonged procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the prolonged procedure.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) prior to implant procedure was interrogated and it was in safety core mode. No adverse patient effects were reported.device was received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) prior to implant procedure was interrogated and it was in safety core mode. No adverse patient effects were reported.